Event description:
The pt was receiving high volt galvanic stimulation for her left heel wound for 60 min, 6 times a week by physical therapy. The physical therapist assistant set up the machine about 3 pm on 10/29/1998 with the active electrode on the left heel ulcer, and the dispersive pad on the left lateral calf area. He reports that he returned after 30 minutes to reset the timer. At 8 pm after being home for some time, he realized that the machine had been left on the pt. He reports that he called the nurse to ask her to remove the electrical stimulation from the pt and document the skin condition. He also notified the security guard to make sure it was done. On the morning of 10/30/1998 during wound rounds, the left outer calf area was found to be burned. Note: the machine's timer automatically shut off after 30 minutes.